Event description:
It was reported that the patient experienced hepatic dysfunction post therasphere administration. A therasphere y-90 (3.0 gbq) dose vial and a therasphere y-90 (3.5 gbq) was selected for use in the radioembolization procedure. The patient was being treated for hepatocellular carcinoma (hcc). This was a bilobar treatment. The was noted to be multifocal with a total tumor volume of 29.3ml. There was nothing unusual observed during device preparation or the therasphere procedure. Following therasphere administration, liver function tests (lfts) revealed that the patient was experiencing hepatic dysfunction. As a result, the patient was administered reild prophylaxis (prednisolone 10 mg/d, udc 500 mg bid, lwh). There were no further patient complications.

Manufacturer narrative:
Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.